Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic-assisted distal gastrectomy, while cleaning a scope, the seal at the back came off and the inner part disengaged. They opened a new device to complete the procedure. The surgical time was extended by less than 30 min. There was no patient harm.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the internal components noted no abnormalities. The bottom cover was partially disengaged. There was adequate adhesive applied to the bottom cover. Additionally, the valve was found to be open. During functional evaluation, tactile inspection of the power switch confirmed that the switch was fully activated. The device was dismantled, and new batteries were connected to the device. The light emitting diode(led) turned on and the device was warming. The root cause of the observed condition was isolated to the partially disengaged cover of the received device; however, the manner in which this failure occurred could not be determined with the information available. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic-assisted distal gastrectomy, while cleaning a scope, the seal at the back came off and the inner part disengaged but it did not fell into patient's cavity. They opened a new device to complete the procedure. The surgical time was extended by less than 30 min. There was no patient harm.